Event description:
Pt reported that the infusion device began "running loud" after admin a bolus. She indicated that an hr later, she checked her blood glucose and it was 300 mg/dl. Pt switched to the backup device and her blood glucose level decreased. She did not report any symptoms associated with the elevated blood glucose. No med assistance was required. Product was requested to be returned for evaluation.